Event description:
The catheter was placed in the pt and no blood return was seen. The nurse pulled back the catheter and noticed that the tip of the catheter was missing. The pt was taken for an x-ray, which showed a fragment of the catheter was in the pt's arm. The catheter fragment was removed. The pt had no additional problems and the pt was reported to be fine.

Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the sample. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).